Event description:
Fill volume 400 ml. Flow rate 100 ml/hr. Procedure: IV solumedral infusion. Cathplace: IV. This is report 3 of 6, please refer to 2026095-2014-00206/14-00867 (a), 2026095-2014-00208/14-00867 (b), 2026095-2014-00239/ 14-00867 (d), 2026095-2014-00238/14-00867 (c), 2026095-2014-00241/14-00867 (f) pt 2 pump 3 of 5. It was reported by a pharmacist that 6 incidents of fast flow occurred during infusion of solumedral with 6 individual homepumps and two pts. For pt 2 there were a total of 5 pumps, each one used daily and it was reported that each one ran in about 3 hours. No pt consequence was reported.

Manufacturer narrative:
The device was reported not to be available for eval and analysis. As the lot number is not known, a review of the DHR cannot be conducted. As the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. The device was not returned to I-flow for eval; therefore, we are unable to determine the cause of the reported event. Limited info was provided by the reporter; therefore, further info has been requested but not yet received. If additional info pertinent to this complaint is received a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.